Event description:
The pt was undergoing repair of the lad. A rotablator was utilized and postdilatation was done. Clinically, the pt. Was not doing well. A decision to place a grii 2.5x20 in the diag was done successfully. A grii 4.0x20 stent was placed in the lad vessel. After deployment, the physician pulled back the stent/balloon catheter into the stent and inflated up to 14 atm's for postdilatation. Noted blood in the endoflator and pinhole stream in the vessel. The pt was electively intubated and sent to the o.r. For emergency CABG.